Event description:
It was reported that the surgeon performed a primary knee case using the attune revision and noiles srom hinge. The broach ream connection and modified hudson instruments were not able to turn and cut into the femur. There was a 10 minute delay to the case, and the surgeon carried on with the procedure no other issues.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (lot), d9, h4. Corrected: d4 (primary UDI #). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : staff reported product malfunction on friday (B)(6) in theatre 16 in hospital with surgeon 1st case primary knee case using the attune revision and noiles srom hinge. The broach ream connection and modified hudson instruments was not able to turn and cut into the femur. 10 min delay to the case, carried on with the procedure no other issues. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it exhibits a condition consistent with heavy use. Additionally, the hudson end was severely worn. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional evaluation was conducted using the returned sp2*reamer t-handle (966648) and it revealed the devices were able to assemble, however, there was looseness at the connection due to the severely worn condition at the hudson end of the returned sig hp rev adp rem shaft long. The investigation was not able to confirm the allegation of jammed/seized, as the issue did not show during the functional evaluation. The allegation of will not cut/dull could not be functionally tested as the shaft was returned without the cutter. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the sig hp rev adp rem shaft long would have not contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.